Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported jumping into the pool while connected to the insulin pump. Customer's blood glucose was 222 mg/dl.the customer reported an unexpected restart alarm and compromised force sensor system occurred after the moisture exposure. Customer also reported the insulin pump was counting up after the compromised force sensor system alarm occurred. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to moisture damage on force sensor resistor. Also, found corroded motor home switch and corroded electronic assembly noted during our visual inspection. The insulin pump passed a21 error test and no a21 alarms noted. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.